Event description:
Information from the field notes that during a routine follow-up, interrogation displayed the message, "longevity: eol indicated". The magnet rate was 80 ppm and no measure- ments or main timing event/intracardiac electrograms were possible. The device was reprogrammed and re-interrogated and in vvi mode with a cell impedance <500 ohms and >60 months remaining in longevity. When the device was repro- grammed to dddr, it immediately reverted to backup code a.